Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the reported lv perforation cannot be confirmed; however, it is probable that procedural factors (guidewire manipulations) and patient factors (small lv cavity) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), a left ventricular (lv) perforation occurred during a transfemoral tavr procedure and the area was surgically repaired. The patient has a small lv cavity. At the beginning of the procedure, it was difficult to deploy the guidewire into the lv, as it was so small. The blood pressure decreased to 20mmhg during positioning the 23mm sapien 3 valve at the native aortic valve. Echo showed a cardiac tamponade. The system was immediately retrieved from the native valve to the descending aorta. The patient was connected to cardiopulmonary bypass (cpb) and thoracotomy was emergently conducted. A perforation was found from the lv apex to the side wall. The area was surgically repaired. Surgical aortic valve replacement could not be performed due to the patient¿s condition, and tavr was resumed. The s3 valve was implanted successfully. The chest was closed and the patient left the operating room.